Event description:
It was reported that during surgery at the time of replacement, the silicon portion of the pump connector came free of the metal insert. The pump connector could not be disconnected from the pump so they had to cut the catheter and replaced it with a new one on the day of report. The pump system was delivering lioresal. The patient¿s status at the time of report was ¿alive-no injury.¿ there were no patient symptoms or complications associated with the event. It was reported that as far as the manufacture representative was aware, the patient was fine and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).